Event description:
It was reported by the customer that several errors were occurring with her pump, including an altitude alarm and the pump not working for an hour, along with issues from wear and tear. There was no reported impact to the customer's blood glucose level. Thalia declined further troubleshooting, and no additional actions were taken regarding the outcome of the event.